Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and data was reviewed. On (B)(6) 2025, a low power hazard alarm that progressed into a no external power alarm was active. This is due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds. This event is consistent with a loss in alternating current (ac) power while connected to the mpu. The backup battery supported the system without issue during this event. The alarms resolved when power was restored to the unit. The alarms did not impact the system controller¿s ability to support the system and there were no other notable events active in the log file. Per the provided information, the root cause of the reported event was the ac power cord accidentally becoming disconnected from the wall outlet. Heartmate 3 patient handbook (rev. A) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. D) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. The log also contained backup battery faults. The system controller was exchanged due to damage to the modular cable. No alarms noted after the exchange. The mpu was equipped with a v-lock connector on the ac power cord. Ac power cord accidently became unplugged from the wall. The mpu remained in use. The backup battery faults also fully resolved.